Event description:
It was reported that pump had cracked and shattered touchscreen along with damaged screen. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting at that time, and no additional information was received regarding any corrective actions or final outcome of event.